Event description:
During priming, in preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a "service pump" error message on the display of the centrifugal control module. The error message would disappear when the flow was increased. The user rebooted the system and the error message did not reoccur. Although this action remedied the issue, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.